Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Three photos of a shelf carton and shipping carton for pen needles from lot 0073884 were provided. The customer reported that boxes are labelled with two different expiration dates for the same lot number. The photos were reviewed, and it was observed that the shelf carton exhibited an expiration date of 2023-04-30 and the shipping carton exhibited an expiration date of 2025-03-31. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of this issue was due to an incorrect default date created by the vision system manually entered to the printer system and see h.10.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA had incorrect label information. This occurred on 192 occasions. The following information was provided by the initial reporter: material no. 320122 batch no. 0073884 it was reported that boxes are labelled with two different expiration dates for the same lot number.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA had incorrect label information. This occurred on 192 occasions. The following information was provided by the initial reporter: material no. 320122, batch no. 0073884. It was reported that boxes are labelled with two different expiration dates for the same lot number.